Event description:
It was reported that while using bd affirm¿ vpiii microbial identification test that there was fasle positives. It was reported that 7 lots were involved. See h.10. The following information was provided by the initial reporter: affirm 446252 - kit affirm vpiii clinical positive rate increase for trichomonas assay.

Manufacturer narrative:
Quality initiated an investigation on trichomonas positive increase customer claim on material 446252, batches 2151435, 2175675, 2108240, 2129244, 2161623. Functional test showed satisfactory results when retention samples were tested. Visual inspection was performed to the retention with satisfactory results. No returned goods sample was available. Batch history record review was performed to the finished product with satisfactory results. In process and qc testing were within specifications. Complaint unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #:2077353, medical device expiration date: 2022-12-14, and device manufacture date: 2022-03-18. Medical device lot #:2090679, medical device expiration date: 2023-01-24, and device manufacture date: 2022-03-31. Medical device lot #:2129244, medical device expiration date: 2023-03-21, and device manufacture date: 2022-05-09. Medical device lot #:2108240, medical device expiration date: 2023-03-14, and device manufacture date: 2022-04-18. Medical device lot #:2151435, medical device expiration date: 2023-04-11, and device manufacture date: 2022-05-31. Medical device lot #:2175675, medical device expiration date: 2023-05-17, and device manufacture date: 2022-06-10. Medical device lot #:2161623, medical device expiration date: 2023-05-10, and device manufacture date: 2022-06-10.

Event description:
It was reported that while using bd affirm¿ vpiii microbial identification test that there was fasle positives. It was reported that 7 lots were involved. The following information was provided by the initial reporter: affirm 446252 - kit affirm vpiii clinical positive rate increase for trichomonas assay.